Event description:
It was reported that episodes of myopotential oversensing were observed on the device. Technical support was contacted and provocative testing was performed, where the noise was able to be reproduced. As a result, the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.